Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the display is hard to see. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
No display anomaly was noted during testing. The insulin pump passed the self test and displacement test. The insulin pump had minor scratches on the display window.